Event description:
It was reported to tyco healthcare/kendall on 7/2002 that a nurse had sustained a clean needlestick. The customer stated that 1 needle in the package was uncapped and a nurse was stuck. According to the customer the needle cap was in the package just not on the needle.